Event description:
Journal reference: guralnick ml, benouni s, o'connor r c, edmiston c. Characteristics of infections in patients undergoing staged implantation for sacral nerve stimulation. Urology, 2007;69(6): 1073-1076. To review clinical and surgical factors in patients who have undergone staged sacral nerve stimulator implantation and to determine whether there are any identifiable risk factors for infection. A retrospective chart review was performed on 76 consecutive patients undergoing staged implantation for sacral nerve stimulation for voiding dysfunction. Reportable event: nine patients had infection from stage 1 of the implant requiring lead removal. Clinical signs and symptoms included erythema and pain at the connection site between lead and percutaneous extension.